Event description:
Patient reported the self-adhesive of the infusion set sometimes has happened to be wet since (B)(6) 2014. Patient alleges there is a leakage between the soft cannula and the self-adhesive of the infusion set. Patient reported experiencing elevated blood glucose levels up to 370 mg/dl; corrected via infusion device and pen. Patient reported she was able to get her blood glucose under control by herself. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).